Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to receiver does not power on. Case opened for interior inspection was performed and failed due to moisture damage found. The log was not downloaded due to unit does not power on after charging and no data was reviewed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.